Event description:
It was reported via phone call that the customer received multiple battery out limit alarms on the insulin pump during normal use. Customer stated that they inserted multiple new batteries and the alarm did not clear. Customer was being sent a new battery cap and advised to monitor the insulin pump. Customer's blood glucose reading at the time of the call was 327 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.